Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Confirmed probe was registering on bedside monitor. Noted it was likely the temperature in cable that needs to be replaced. Suggested they borrow a cable from another available device or contact biomed to see if they have additional cables available. The serial number for this investigation is unknown. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. No additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the probe was not registering patient temperature (pt) in an arctic sun device. Confirmed probe was registering on bedside monitor. Noted it was likely the temperature in cable that needs to be replaced. Suggested they borrow a cable from another available device or contact biomed to see if they have additional cables available.

Event description:
It was reported that the nurse stated the probe was not registering patient temperature (pt) in an arctic sun device. Confirmed probe was registering on bedside monitor. Noted it was likely the temperature in cable that needs to be replaced. Suggested they borrow a cable from another available device or contact biomed to see if they have additional cables available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.